Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed. However, the reported event of overheating was unable to be confirmed. A review of the submitted and downloaded controller event log files revealed data spanning 16nov2025 - 20nov2025 and 29nov2025 - 02dec2025 per timestamps. When the log file was downloaded the battery in use was serial (B)(6) manufactured on 14jul2025. The pump fixed speed and low speed limit (lsl) were set to 6300 revolutions per minute (rpm) and 6000 rpm respectively. The pump maintained a speed within the expected range when the driveline was connected. A backup battery fault alarm was captured on 20nov2025, 7:00:55 - 7:05:17 and 7:05:43 - 9:50:38. The alarm was associated with the backup battery not passing the load test. The loaded and unloaded voltages of the backup battery when the alarm first activated were 11.303 volts and 12.188 volts respectively. The loaded voltage was at least 0.8 volts below the unloaded voltage at this time, ultimately triggering the backup battery fault alarm. This load test condition is true when the loaded voltage is under the acceptable threshold as compared to the unloaded voltage. A backup battery not installed alarm was captured on 20nov2025, 9:50:41. The alarm was consistent with the reported reseating of the backup battery. The driveline was disconnected on 02dec2025, 12:45:56. This is consistent with the reported controller exchange. Of note, the controller temperature ranged from 21°c - 45°c. The system controller (B)(6) was returned for testing. The system controller functioned as intended and supported the system without issue. Of note, temperature testing was performed on the returned system controller when connected to a mock loop. A temperature sensor, t1, was placed on the liquid crystal display (lcd) of the controller and t2 was placed on the back battery cover. T1 was measured to be at 24.3°c, whereas t2 was 24.8°c. The controller did not overheat, nor did it shut off. The temperature of the controller remained within specification during testing. A root cause for the reported event could not be conclusively determined through this investigation. Review of the device history record for the system controller, serial number hsc-137712, showed the device was manufactured in accordance with manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 2-¿system operations¿ and heartmate 3 patient handbook section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced emergency backup battery (ebb) fault alarm. The patient noticed when system controller got hot and it would then have an ebb fault alarm. It was getting hot when they were on wall power when they got up about 6am. The system controller was changed to battery power and had the ebb fault alarm about an hour later; the controller was warm at the time of alarming but not hot. The patient arrived in clinic with "replace backup battery" bar illuminated on screen. The ebb was reseated and alarm cleared. The event log confirmed backup battery fault alarms on (B)(6) 2025. The ebb fault was due to the ebb failing the load test. The log also captured few low power advisory alarms due to battery depletion all throughout the log. Backup battery alarm was previously cleared by reseating the battery. The system controller was ultimately exchanged on (B)(6) 2025. No further alarms were noted.